Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported about the customer who was unable to test using adc freestyle libre sensor as he was "not getting any messages on the reader when the sensor was scanned". Customer experienced symptoms described as "mumbling and could not be understood when talking" and ambulance was called. Customer was diagnosed with hypoglycemia and was treated with glucose via IV for low glucose and unspecified medication for hypertension. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer's caregiver reported about the customer who was unable to test using adc freestyle libre sensor as he was "not getting any messages on the reader when the sensor was scanned". Customer experienced symptoms described as "mumbling and could not be understood when talking" and ambulance was called. Customer was diagnosed with hypoglycemia and was treated with glucose via IV for low glucose and unspecified medication for hypertension. There was no report of death or permanent impairment associated with this event.